Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the pt was implanted with two gore excluder aaa endoprostheses for an abdominal aortic aneurysm. The trunk-ipsilateral leg component was implanted on the left side. The contralateral leg component was implanted on the right side. The aneurysm was excluded and the pt tolerated the procedure. On (B)(6) 2010, CT showed the limb on the left side, the trunk-ipsilateral leg component, was occluded. On (B)(6) 2010, a fem-fem bypass was performed. Post-op, pt experienced groin wound infection requiring debridement and four weeks of IV antibiotics. The wound healed.